Event description:
User alleges the syrings plunger is "sticky" making it hard to push smoothly and dispense a small amount of sample into the cartridges for analysis. One tech stated that blood flowed back past the plunger. Most complaints state that it is just hard to smoothly dispense the sample into the sample well for the I-stat cartridges. No treatment due to this issue.